Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a pairing failure between the ilet and a dexcom g7 continuous glucose monitor, while the dexcom app continued to display glucose readings, indicating the sensor-transmitter system was functioning. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including toggling bluetooth, restarting the device, and re-entering the pairing code to restart the pairing process. Investigation of this case revealed a communication or connectivity issue limited to the ilet-to-cgm pairing pathway, with the dexcom g7 device and app functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue consistent with user interface or environmental bluetooth communication factors.